Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676, batch 022338, was received for investigation. The visual evaluation revealed heavy scratches and lines in the outside diameter and scratches along the shaft. Both devices arrived separately for investigation. The observed condition is most likely due to heavy use. During the functional testing with the ar-9597-10 part from batch 3762227, resistance was encountered when trying to insert the shaft of the ar-9676, which prevented a proper fit. The observed condition is most likely caused by overheating during use, which can be attributed to the age or extensive use of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/6/2024 it was reported by a sales representative via (B)(4)that (qty. 2) of an ar-9676 angled reamer, drive shaft was getting stuck inside an ar-9597-20 angled reamer sleeve, 20° and an ar-9597-10 angled reamer sleeve, 10°. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure with no individual case information provided and no patient harm reported.